Manufacturer narrative:
Review of the images and medical records by aga's medical consultant resulted in the following findings: the echocardiogram was suggestive of a fistulous connection between a coronary artery and the left atrium, which was confirmed by a coronary angiogram. The fistula was small and of no hemodynamic significance. Anatomically, the artery appeared to supply the sinus node located at the junction of svc and the right atrium. The patient has had an EKG and holter without any evidence of rhythm changes. The blood supply to the sinus node artery node did not appear to be compromised at the current time. The coronary artery size has not increased so far either. The patient is being followed carefully with close watch on the rhythm and also the size of the coronary artery. The echocardiogram and angiograms revealed a close proximity of a coronary artery to the edge of the 26mm amplatzer septal occluder. This finding was not present on echocardiogram obtained during the time of device placement. This complication has not been described before in the literature or to aga medical corporation.

Event description:
A (B)(6) patient underwent atrial septal defect (asd) closure with a 26mm amplatzer septal occluder on in (B)(6) 2008. The non-stretched defect measured 23.2 x 19.4mm and the superior rim was deficient, so tee follow-up three months post implant was planned in order to evaluate for risk of an erosion. The three-month follow-up tee revealed a shunt from the sinus node artery through the subendocardial portion of the atrial roof, however, the patient has not had any symptoms or a heart murmur.

Manufacturer narrative:
This event was reviewed by aga's asd adjudication board on september 3, 2009 and the following observations were reported: this patient experienced an erosion of the sinus node coronary artery to the left atrium.

Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a endovive low profile balloon was used during an percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, during the procedure the center connector where the extension tube is attached detached. Details regarding completion of procedure are unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.